Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with a circle app reading of 278 mg/dl and a confirmatory fingerstick of 285 mg/dl after a usual breakfast, and the caregiver expressed concern that the device was not providing sufficient correction; no device alerts were reported, the app was synced with assistance, and blood glucose later decreased to 167 mg/dl. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included insufficient information to determine impact beyond the transient elevation in blood glucose. Investigation included communication with the caregiver and day nurse and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.